Event description:
It was reported that stent movement on balloon occurred. A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent had a section near one end of the balloon that was off the balloon and had a segment sticking up. The procedure was completed with another synergy stent and there were no patient complications reported. It was further reported that the distal end of the stent was sticking up after withdrawal from the patient.

Manufacturer narrative:
Device is a combination product. B5 - describe event or problem updated.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent movement on balloon occurred. A 3.00 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent had a section near one end of the balloon that was off the balloon and had a segment sticking up. The procedure was completed with another synergy stent and there were no patient complications reported.